Event description:
It was reported to philips that when using the smartmask function during a procedure, the images appeared noisy and displayed artifacts. The scan was repeated to obtain better images. No harm was reported to philips. Philips has started an investigation of this complaint.